Event description:
A bipap a40 pro device was returned to a third-party service center in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. The device was not documented to be in patient use. Periodic maintenance was performed on the unit. During the evaluation, it was confirmed that the loss of power alarm did not sound as intended. To correct the issue, the main pca was replaced. Following replacement of the main pca, the unit was tested and the issue was confirmed to be resolved. In accordance with the maintenance procedure and as a preventive measure against future failures, the blower and outlet flow path were also replaced. The unit was subsequently inspected overall, cleaned, and subjected to functional testing, with all functions operating as expected. The software version was verified and found to be version 3.6.5.

Manufacturer narrative:
DHR review was performed for the complaint device serial number, (B)(6) review confirms that the device met the final acceptance criteria and was released for final distribution.